Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring cutter created an abnormally large aortotomy. The hole was so large that the seal would no longer function properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Additional information: (B)(6) 2016 intervention was off pump CABG.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. There were signs of clinical use and evidence of blood. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and the spiral needle deployed. The deployed needle, length measured at 11.02 mm and .616mm is within tolerance specification. Based on the returned condition of the device, the reported complaint, "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring cutter created an abnormally large aortotomy. The hole was so large that the seal would no longer function properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Additional information: 12/27/2016 intervention was off pump CABG.